Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented with atrial lead dislodgement. The lead was explanted and replaced with no complications.